Event description:
During a laparoscopic low anterior resection procedure, the staple line did not remain intact. The surgeon had to oversew anastomosis by hand which extended the o.r. Time. There was no pt consequence.